Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure all light-emitting diodes on the front panel light up was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board is burnt out and power supply unit failure. Based on the results of the investigation, it is likely that the malfunction was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had the ¿processor panel light-emitting diode (led), all light blinking¿, during set-up/inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.